Event description:
Baxter's complaint coordinator reported a hme patient had their catheter adapter suddenly detatch during use. The transfer set was in place for two months. No patient injury or medical intervention was associated with this incident.